Manufacturer narrative:
Manufacturer's analysis indicated that the battery contacts and flex cable were corroded. It was also indicated that the upper case was broken. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement.